Event description:
Customer reported that the bolus calculator is recommending too little insulin. Customer programs and delivers bolus through the meter. Bolus advice settings have not been changed recently. Customer is convinced that the bolus calculator is malfunctioning. No adverse event reported. Requested return of the alleged meter for evaluation and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.